Event description:
The customer contacted stryker to report that their device unexpectedly lost power. In this state the device would not be able to deliver defibrillation therapy if needed. There was no patient involvement reported with the event.

Manufacturer narrative:
Stryker performed an initial evaluation of the customer's device and was not able to duplicate the reported issue. The issue was verified through review of the software logs. After observing proper device operation through functional and performance testing, the device was returned to the customer for use.